Event description:
It was reported, a post procedural thrombus occurred. On (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed, using a 27mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient was on dual antiplatelet therapy. During a routine follow up examination on (B)(6) 2023, transesophageal echocardiography (tee) identified a thrombus on the surface of the closure device. It was observed, the closure device created a noticeable gutter with the limbus ridge with no evidence of a peri device leak. The patient was instructed to resume oral anticoagulant medication in response to the thrombus.